Manufacturer narrative:
An extended investigation has been performed for the reported complaint and determined that there were no issues with the freestyle librelink application that would have led to the complaint. The user reported missing high and low alarm notifications with the freestyle librelink application. Successfully received high and low glucose alarms notifications in the application (samsung galaxy s9, android 10, 2.8.2.9318), and was unable to reproduce the complaint. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received an mhra user declaration in which a customer reported an alarm issue with the adc device in use with motorola g8 plus phone with android operating system version 10. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. The customer became distressed during the night and was woken up by their partner who provided treatment of glucose tablets. The customer was contacted and indicated they are waiting for phone compatibility to be updated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received an mhra user declaration in which a customer reported an alarm issue with the adc device in use with motorola g8 plus phone with android operating system version 10. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. The customer became distressed during the night and was woken up by their partner who provided treatment of glucose tablets. The customer was contacted and indicated they are waiting for phone compatibility to be updated. There was no report of death or permanent impairment associated with this event.